Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported a recognized ring artifact on image data after an air calibration was performed. A philips field service engineer (fse) confirmed there was no harm to a patient and no report of misrepresentation and/or mistreatment as a result of this reported issue. The fse evaluated the system and determined there was a crack in the compensator of the a-plane collimator. The fse replaced the a-plane collimator and performed test scans successfully prior to returning the system to the customer for clinical use. This issue has been determined not to be a reportable event.